Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or compromised forced sensor system or verify excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. Customer's blood glucose level was 130 mg/dl at the time of incident. The customer stated that they did not try different cannula lengths. Customer stated the tubing is not bent or kinked. Advised the insulin pump will need to be replaced. Advised to revert to backup plan per hcp instructions. The insulin pump will be returned for analysis.